Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings). The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) - 03-pml-20-0005 - prim+ tib-l-20mm-sz5, (B)(6) - 350-23-24 - vit e liner-l-sz 4-8mm, (B)(6) - 03-cmb-lc-0005 - p/p+ locking clip - sz5, (B)(6) - 350-01-04 - talar implant sz 4 lt. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the left side. Subsequently, the patient underwent a revision due to prosthetic joint infection. The tibial liner and locking clip were replaced with exactech devices. No further impact to the patient was reported. No other information is available.